Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix l/p device may have caused or contributed to the reported event. To date no medical records have been provided. The attorney alleges the patient underwent an additional surgery for recurrent hernia and to remove the device. Dense adhesions of the omentum and multiple loops of the small bowel with proximal obstruction were noted. Recurrence and adhesion are a known inherent risks of surgery and is listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent repair of an incisional hernia. A bard/davol composix l/p was implanted in the patient during this repair. On (B)(6) 2017: the patient underwent surgery to repair a recurrent hernia and find the cause of her continued severe pain. During the surgery, the surgeon noted that there were dense adhesions of multiple loops of the small bowel to the underside of the mesh with proximal obstruction. Also noted were dense adhesions to the omentum in this area as well. The mesh was removed. Patient continues to experience complications related to the composix l/p. She will likely require additional surgeries to repair the damage from the bard/davol product. The composix l/p implanted in the patient failed to reasonably perform as intended. The product caused serious injury, necessitating additional invasive surgery to remove the mesh and repair the hernia that the product had initially been implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment.